Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the device had electrical noise, no sensing and impedance reading on the right ventricular chamber >3000 ohms during the implant procedure. The device was successfully replaced and the lead remains in use. No patient complications have been reported as a result of this event.